Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure. No further information will be provided to bsn.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.